Event description:
It was reported that the patient implanted with this pacemaker system experienced a syncopal episode lasting over a minute. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.